Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device and scanning electron microscopy (sem) analysis did confirm the balloon rupture. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. A review of the sem report noted the balloon failure may be attributed to mechanical damage to the outer surface. The leak was found in a fold with mechanical damage leading to and at the leak. Based on the available information reviewed and investigation, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that the fox sv was being used to treat a distal lesion in the popliteal of a restenosed non-abbott stent and it ruptured at 12 atmosheres. Another fox sv was used with no issue. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.